Event description:
It was reported by the patient¿s legal guardian that, on (B)(6) 2026, the patient experienced fluctuating blood glucose levels after an unspecified duration of pod wear, with blood glucose increasing to 25 mmol/l (450 mg/dl). The patient was subsequently hospitalized at (B)(6) hospital. The legal guardian stated that the cause of the fluctuating blood glucose levels is unknown and that it is unclear whether the subsequent hospitalization was related to the omnipod system. Reportedly, the patient did not exhibit any symptoms other than weakness and fluctuating blood glucose levels, with the latter being the reason medical attention was sought. According to the report, the medical team at the hospital attempted various interventions to stabilize the patient¿s blood glucose, including review and adjustment of therapy settings in the omnipod controller, which resulted in some improvement in the patient¿s condition. No specific diagnosis was reported; the legal guardian indicated that the medical team was still investigating the cause of the fluctuating blood glucose levels. At the time of reporting, the patient remained hospitalized, with no anticipated discharge date provided. No further information is currently available. A supplemental report will be submitted if additional details are received.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.